Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 2:00 pm after receiving a reading in the 500's from the prodigy diabetes glucose meter. The end user could not talk or stand therefore the paramedics were called. The paramedics performed a blood glucose test with their meter but she could not recall what the actual result was. The paramedics administered IV fluid to assist with stabilizing her blood glucose levels. No further details were provided in regards to the medical event.